Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm. The reported issue was resolved by replacing the main printed circuit board (pcb). The device was returned to the customer operating to service specifications. The suspect main pcb was returned to carefusion for further evaluation. Once the evaluation has been completed, a supplemental report will be submitted. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the exhalation differential pressure transducer has failed.